Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 01/23/2009. The review was performed from the date of manufacturer to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported cracked bezel. There was no patient involvement.

Event description:
The customer reported cracked bezel. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced cracked 3rd party bezel for cracked bezel. Replaced 3rd party door latch assy. A review of the device history record showed the device had a manufacture date of 01/23/2009. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to non supportive 3rd party lvp mech assy 8100. A review of the complaint history record in trackwise and sap was performed for the sn: (B)(6) which confirmed similar complaints with the same or related failure mode for this customer. There are CAPA#'s noted for the following parts replaced that have an already existing CAPA: ca-2017-0187 for 3rd party latch/sear.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported cracked bezel. There was no patient involvement.